Event description:
It was reported the patient had surgery (B)(6) 2010 for replacement of system, including new battery and leads. Patient reported still had problems with their device. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).